Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
Atherectomy treatment was planned for a minimally tortuous, extremely calcified right coronary artery with a chronic total occlusion (cto) in the proximal segment. The guide catheter was inserted up to the cto location and a wire exchange was performed for the viperwire guide wire, which was confirmed to be intraluminal. The diamondback coronary orbital atherectomy device (oad) was advanced proximal to the lesion, and the guide catheter was withdrawn so it was not engaged in the lesion. Glideasisst was used to advance the oad into position and treatment was performed slowly through the cto on low speed. Although the crown of the oad did not traverse smoothly through the lesion, it did not jump forward or make any abnormal noises. Contrast was injected and was observed to remain in the main body of the vessel as well as the posterior descending artery (pda) and posterior left ventricular artery (plv), indicating a lack of flow. It was determined that a spiral dissection was present and extended the full length of the rca. The oad was easily removed from the patient without the use of glideassist and stenting was performed from the distal to proximal rca to restore flow to the rca and plv. No flow remained in the pda. An attempt was made to place a stent in the pda, however the stent would not track into position. Although the patient remained hemodynamically stable throughout the procedure, they presented with consistent chest pain. The physician inserted a balloon pump and the patient was transferred to the ICU for monitoring. As of 22 nov, the balloon pump had been removed and the patient was stable and pain free. When procedure images were reviewed following the procedure, a dissection was noted prior to use of the oad. Per the opinion of the physician, the guide catheter caused a dissection which then became a spiral dissection following atherectomy.